Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Manufacturer narrative:
Follow-up #3 date of submission 04/01/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint was unable to be confirmed or duplicated with investigation. Review of the black box revealed data relevant to the complaint was overwritten due to extended pump use of 16 months. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The force sensor calibration was found to be within specification. The pump passed a delivery accuracy test. Unrelated to the complaint, the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report she had blood glucose excursion for the past two days ranging from 39 mg/dl to 440 mg/dl. While she had the alleged low reading of 39 mg/dl on (B)(6) 2013, the patient admitted that she participated in a lot of heavy yard work and did not eat properly prior to the low. On the day of the day call to animas, the patient reportedly had unexplained high blood glucose reading ranging from 200 to 440 mg/dl. The patient reportedly had small to moderate ketones and was having symptoms described as ¿feeling tired, mild to severe thirst and urination with irritable.¿ it was noted her last infusion site change was on (B)(6) 2013. On the day of the call, the patient continued on insulin pump therapy. Her blood glucose was ranged from 100 to 200¿s mg/dl. Troubleshooting indicated there was no product malfunction association with the reported blood glucose excursion. The advance features and the basal segment are correctly programmed according to the patient¿s usage. The date and time was confirmed to be accurate. This complaint is being reported because the patient had unexplained hyperglycemia while on insulin pump therapy. Although there was no product malfunction, the animas product could not ruled out as a contributor to the reported event.

Manufacturer narrative:
(B)(4) 2013 correction: there was no malfunction. Hence, product problem was unchecked and adverse event was check.